Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 400s mg/dl and a bolus via the pump was delivered to address the bg level. The infusion site was removed. During a pump system check, the customer received a cartridge alarm 19. The customer changed the cartridge and the occlusion and alarm 19 were resolved.